Manufacturer narrative:
(B)(4) - component to be repaired on new rwo.

Event description:
It was reported by repair work order that the cable was frayed at the pull ring at head, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.